Event description:
Customer reported that a battery was draining. There was no adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting and further follow-up, and no additional actions were taken at the time.